Event description:
While attempting to suture during a laparoscopic procedure, using the xi robot, the 2-0 biosyn needle broke off from the suture and fell inside the patient. After searching for it for several minutes, the needle was recovered with laparoscopic instruments. FDA safety report ID# (B)(4).